Manufacturer narrative:
Based on the provided data, a clear root cause could not be identified. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 26.2 ng/l. The repeated result was 5 ng/l. On (B)(6) 2024 the result was 7 ng/l. It is unknown if the result was from the same sample. The results were reported outside the laboratory and an amended report was sent. The sample was repeated as the initial result did not match the patient's clinical history.